Event description:
The biomedical engineer reported that the system shut down on its own during a surgical procedure. The system would not reboot and the system was switched out to complete the surgery. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed that the system shut down on its own. The host module was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log for the date of (B)(6) 2013 did not reveal any nonconformity related to the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).